Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The unique identifier (UDI) # information is not available since the device was manufactured before 10/18/2015 ¿ date of implementation of UDI in manufacturing.

Event description:
Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received service report, the device was checked and no malfunction was found. The ventilator passed all functional and safety tests and was cleared for clinical use. The device's logs have been evaluated. The treatment was ongoing for 14 minutes. The following alarms indicating a leakage were generated from start: expiratory minute volume low, respiratory rate high, peep: low, etco2 low and fico2 high. The combination of alarms generated indicates a leakage situation and this may affect the co2 gas exchange and co2 measuring. The test log shows that system checkout (sco) prior to the events passed without deviation. The first sco performed after the event passed without issues. The root cause to the reported issue has not been determined. A correction of field # d1 brand name, # d4 version or model # was required. D1 ¿ brand name - previous brand name: flow-I, corrected brand name: flow-I c20. D4 ¿ version or model # - previous version or model #: flow-I c20, corrected version or model #: 6677200.

Event description:
It was reported that there were issues with providing gas to the patient. There was no patient harm. Manufacturer's reference number: (B)(4).